Event description:
Routine complaint investigation when a consumer reported having not calibrated their precision xtra meter for the test strips being used. The mismatched components were used to perform an assay, and the difference in the results when plotted on a clarke error grid, fell into the "c" zone which would be considered clinically significant. No death or injury or medical intervention was reported with the incident. Calibration education took place with the call.